Event description:
It was reported that the device will not charge on lower energy levels. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control recommended customer replacing the power conversion pcb. The customer later confirmed that replacing the power conversion pcb fixed the problem and the device is charging properly. The replaced pcb will not be returned to physio-control for eval. The root cause of the reported failure cannot be determined.